Manufacturer narrative:
A specific root cause could not be determined. Qc prior to and after the event showed no issue. It is possible that a tilted 13mm tube caused issues with sample pipetting as recommended rack adapters were not used.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for troponin t stat (short turn around time). The sample initially resulted as 0.01 ng/ml accompanied by a data flag and this value was reported outside of the laboratory. The sample was repeated and resulted as 0.117 ng/ml accompanied by a data flag. The repeat result was believed to be correct. It is not known if the patient was adversely affected by the event. No adverse events were alleged. The troponin t stat reagent lot number was 16887901 with an expiration date of 08/31/2013. The field service representative noted that the customer was not using the recommended rack inserts for 13 mm tubes. He verified sampling position, lld, and pressure sensor operation. He ran performance testing to verify cell recovery. All checks passed within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.